Event description:
Event description guidant received information that this coronary sinus implantable lead was explanted because it became dislodged. The lead dislodged because the patient had twiddlers syndrome.